Manufacturer narrative:
The rv lead was discarded and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days after this right ventricular (rv) lead was implanted with an implantable cardioverter defibrillator (ICD) system, the patient experienced a drop in blood pressure. A echocardiogram was performed and revealed that the rv lead had perforated the ventricular apex and the patient had pericardial effusion. A revision was performed and the rv lead was explanted. No additional adverse patient effects were reported.